Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer was treated with intravenous insulin infusion drip. Customer blood glucose level at the time of incident was 800 mg/dl and his current blood glucose level was 250 mg/dl. Auto mode feature was active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery, emergency dispatched and was hospitalized for high blood glucose and diabetic ketoacidosis found on (B)(6) 2021. Also, on case (B)(4), svn#: (B)(4)- customer returned insulin pump for an alleged possible under delivery, ems dispatched and was hospitalized for high blood glucose and diabetic ketoacidosis found on (B)(6) 2021 and on case (B)(4), svn#: (B)(4)- customer returned insulin pump for an alleged high blood glucose found on (B)(6) 2021. The insulin pump passed the self test, sleep current measurement and active current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and - delivery accuracy test due to a constant pump error 37 and pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Pump error 37, 38, 43, 82 and 130 alarms were due to corroded motor home switch. No pump error 39, 41, 42, 79 and 80 alarm on the pump history noted. Force sensor zero offset within specification (23.3 mv). A test motor was used and continued testing. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. In conclusion, the pump had a constant pump error 37 and pump error 38 alarms during the rewind test was due to corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a cracked case, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis . The force sensor is within specification. Unable to verify possible under delivery and complete the functional testing (displacement test, prime/seating test, basic occlusion test, force sensor test due to a constant pump error 37 and pump error 38 alarm during the rewind test. Pump error 37, 38, 43, 82 and 130 alarms were confirmed. Pump error 37, 38, 43, 82 and 130 alarms were due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.